Event description:
The customer reported that during a hepatitis surface antigen assay, a sample barcode was read as was misread. Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched. This report corresponds to ortho-clinical diagnositcs.